Event description:
It was reported that after an alert message was sent from merlin.net for a vf episode, the patient was called to go to the hospital for device interrogation. The episode showed noise diagnosed as vf. The device charged but the shock was aborted. X-ray did not show any lead issues. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.